Manufacturer narrative:
Failure analysis confirmed the insulin pump had no button response and button error alarm due to corroded keypad traces. The insulin pump was missing display window, cracked case near display window corners and moisture damage noted on electronic assy during visual inspection. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and had moisture damage. The customer's blood glucose reading was 118 mg/dl. The customer stated the insulin pump was exposed to moisture; water. Troubleshooting was performed and determined the pump passed the self-test. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced. The insulin pump will be returned for analysis.